Event description:
It was reported that after the surgeon inserted an aq2003v three piece silicone lens and the patient's anatomy was unable to support the lens. The lens was removed without any patient injury and an acl was implanted. The reporter stated that the incident was due a pre-existing pt condition and not related to the lens.

Manufacturer narrative:
No complaint against the lens - results: visual inspection of the returned product showed evidence of a clear surgical residue, however, there was no visible damage to the lens.